Event description:
It was reported that the patient came in for a right ventricular lead explant after a device upgrade. During the procedure, the right atrial (ra) lead was dislodged. The ra lead was explanted and replaced under fluoroscopy. The patient was discharged in stable condition.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.